Event description:
Revision surgery occurred to exchange the poly inserts for patient with a total knee implant. Thicker poly inserts were implanted to stabilize the joint.

Manufacturer narrative:
Revision surgery occurred to exchange the poly inserts for patient with a total knee implant. Thicker poly inserts were implanted to stabilize the joint. Review of the device history record indicates that the device was manufactured to specification.